Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description blood tubing leaking detailed inquiry description running blood 490105 pump set downstream occlusion alarmed and then the tubing started leaking at the hub no injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One contaminated used sample was provided for evaluation. The sample was decontaminated and leak tested and it was noted that the only backcheck valve was found to be cracked in the y-caresite valve. The sample was observed under magnification to verify the male luer was slightly cracked which was the site of leakage. Based on the data from the investigation, the reported defect was unable to be confirmed to be a manufacturing defect. While an exact root cause cannot be determined, review of the complaint samples and manufacturing records suggests that the defect did not originate from a failure in the manufacturing process(es). Based on these findings, the most likely potential cause is that the defect originated from excessive force being placed on the valve during use. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.